Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gas delivery system to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. B5: it is unknown if the unit was in patient use at the time of the reported issue. However, there was no patient or user harm reported. If more information is provided at a later date, a follow up report will be submitted.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting the v60 is displaying proximal pressure sensor autozero failed diagnostic code. The customer reported there was no patient involvement at the time the issue was discovered.